Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for two episodes of supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data. It was noted that patient will be evaluated by physician for device optimization. No additional adverse patient effects were reported outside of the electric shocks. Currently, this ICD remains in service.